Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. It was noted that the pacemaker was exposed and the pouch was broken. The patient was treated with antibiotics. The system was explanted and replaced due to infection. The patient was stable.